Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On 03/14/2024, it was reported that the pediatric patient experienced a hyperglycemic event, but no specific symptoms were reported. The cgm would have been reading around 70 mg/dl and the patient was given sugar. When the parent went to the emergency room a fingerstick was taken and the cgm was reading 71 mg/dl and the blood glucose reading was 462 mg/dl. The patient was admitted into the picu and received treatment with intravenous insulin. It is not known how much time the patient spent in the hospital, but at the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.